Event description:
A pt reported intermittent bleeding for two years following essure micro-insert implantation. The pt's physician reported that this pt had an ultrasound which showed that the micro-insert trailing coils were tangled and intertwined; physician believed that the trailing coils may have been related to the pt's bleeding. The micro-inserts were removed during a laparoscopic hysterectomy.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.